Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints associated with CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG fault 003" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. However, the reported error was observed in the device log. As a result, the analog board was replaced to reduce the probability of reoccurrence. Analysis for reports of this type has not identified an increase in trend.